Event description:
It was reported that this right ventricular (rv) lead showed an increase in shock impedance measurements overtime. The remote monitoring data was incomplete for this patient and started in 2020 and the first out of range value was in (B)(6) 2020. The clinic was asked to consider reprogramming the device at a future in clinic follow up to 150 ohms. No adverse patient effects were reported. T his lead remains implanted.